Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted: "during the final tightening sequence (and following the recommended techniques from the surgical guide) for a l3/l4 mini open transforaminal lumbar interbody fusion (tlif) "the screw tabs were lodged into the new port modular tube; a portion of the screw tab could not be removed from the tube engagement point." There was no patient injury. The surgery was prolonged by 45 minutes.